Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿enteral feeding pump under delivers; takes too long.¿ the unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a corrective and preventive action has been opened to address this issue. A review of the device history record shows that this unit was manufactured in 2012 and was released meeting all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the enteral feeding pump under delivers; takes too long. No allegation of patient injury was reported.